Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro when trying to activate the bipolar cautery it was not working. The bipolar cords were switched out with no change. The foot pedal was changed out with no change. Finally, they changed out the vv6 pro and the bipolar cautery started working. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. It was observed that the c-ring was completely intact. The blades and electrodes were observed to be intact, no visual defects observed. A electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord the bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. We were unable to reproduce the reported failure in our testing. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro when trying to activate the bipolar cautery it was not working. The bipolar cords were switched out with no change. The foot pedal was changed out with no change. Finally, they changed out the vv6 pro and the bipolar cautery started working. The hospital did not report any patient effects.